Manufacturer narrative:
The customer was issued with a replacement main circuit board to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral main circuit board had a leaky super capacitor. There was no patient harm or serious injury reported as a result of this incident.